Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device. Upon interrogation, a battery depletion (bd) alert was noted. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed a high amount of magnet application which triggered the bd alert. The battery voltage recovered as expected after magnet removal. No adverse patient effects were reported. The device remains in service.